Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the support arm connector on sterile field post rotates and toggles while omni retractor is in place, during an anterior hip replacement, which causes the wishbone to become unstable. No harm done.

Manufacturer narrative:
On 6 /10/2016 integra investigation completed. Method: failure analysis, device history evaluation, results: failure analysis: the customers¿ complaint has been confirmed by engineering. The serrated s.f clamp does lock onto the post clamp weld assembly but rotates on the post when a substantial amount of force is applied. Furthermore the clamp¿s subassembly handle does not align parallel to the field post in both locked and unlocked positions. Although in the unlocked position force is required to cause the misalignment. There is visible wear and tear on the returned unit which is expected due to regular usage. In the unlocked position with the application of force on the clamp¿s handle, the starburst teeth do fully engage as well and the handle remains unparalleled to the post, yet the cam body does not fully sit on the bushing between the .75 serrated clamp and cam body as it should. Device history evaluation - device history record reviewed for this product shows no abnormalities related to the reported failure. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Conclusion: a dysfunctional, likely bent, internal component within the .75 serrated clamp assembly is likely the main cause for the s.f clamp subassembly not properly tightening onto the field post. The cam body is supposed to fully sit on the bushing at all times in both locked and unlocked positions. The handle should always remain parallel to the field post when fully rotated to either end. The handle should only have the ability to rotate between 0° and 180°, even with the application of force.